Event description:
It was reported that during the implant attempt the left ventricular (lv) lead was easily dislodged during position changes. It was also noted that there was diaphragmatic stimulation. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. It was noted visually that there was damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).